Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Cts confirmed the cartridge alarm 34 and educated the caller about potential triggers from exposure to magsafe magnets. The caller was instructed to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. The bolus was successfully completed, and the caller was able to resume insulin therapy, resolving the issue.